Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found evidence of reported problem. The customer's reported problem was confirmed. During investigation the device was powered up and alarmed ec 1720 which according to the investigation is an issue with the back-up capacitor. Service's replace the pump back-up cap to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump exhibited "error 1720". No reported adverse effects.